Event description:
A 6f ultimum introducer was used for an electrophysiology procedure, accessed through a puncture in the right common femoral artery. The procedure products inserted into the introducer were 6f in size, and the sheath was left if place for 30 minutes duration. Resistance was experienced when removing the introducer. When the physician pulled slightly harder than usual, without using a twisting motion, the sheath separated from the introducer hub. The pt was transferred to the charge of a vascular surgeon at a different facility, where surgical intervention was successful in removing the sheath tubing. The pt remained in the hospital for three days with no further complications and was discharged in stable condition.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.